Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The angulation in all directions failed to meet the specified value. The play of the angle knob was out of the normal state in up/down direction. A comprehensive leakage check was completed prior to technical evaluation, the device was confirmed to be leaking from the control head. The air/water channel was cloudy in appearance compared to the other channels. A small section of the air/water channel was removed to allow further investigation of the channel. A small channel cleaning brush (bw-400t) was used to clean the channel. The suspected contamination was removed from within the channel when brushed. Additionally, it was noted that the light cover glass and optical cover glass was chipped. The adhesive of the light cover glass, optical cover glass and distal end was worn out. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the control knob of the evis lucera elite colonovideoscope was faulty. The issue was found during maintenance. The device was returned and an evaluation revealed white crystallized contamination, believed to be an infacol (simethicone), within the air/water channel. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as white crystalized foreign material in the air/water (a/w) channel, but could not be further specified. No further presumption of cause could be determined. It is recommended that the user order repair from the manufacturer without clinical use when abnormality such as leakage or damage is found in device and to request the service of a manufacturer's field service engineer if there are any unclear points or uneasy steps regarding the reprocessing steps. It is further recommended that the user be aware the following statement of the instructions for use (operation manual): ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.